Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys troponin t hs (high sensitive) ¿ troponin t hs on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The initial troponin t hs result was 36.93 pg/ml. The sample was repeated and the result was 4.08 pg/ml. On (B)(6) 2017 the sample was repeated again and the result was 4.2 pg/ml with a data flag. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 245194. The expiration date was not provided. There were no issues with quality control results before or after the event. The customer uses a clotting time of 15-20 minutes which is too short. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The clotting time of 15-20 minutes is a possible root cause of the event. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.